Event description:
Lens was explanted because the doctor did not like the way the lens was coming out of the cartridge. Doctor decided to remove the lens.

Manufacturer narrative:
We believe this is a user error and there was no product deficiency.